Manufacturer narrative:
Concomitant products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3389s-40, lot# v015727, implanted: (B)(6) 2007, product type lead; product ID 7438, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 7426, serial# (B)(4), implanted: (B)(6) 2006, product type implantable neurostimulator; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3389s-40, lot# v006947, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported that there was low out of range impedance value. It was stated that prior to ins (implantable neurostimulator) changeout it was known that there was short circuit on electrodes 1 and 2 with the impedance of <(><<)>50 ohms. It was stated that "nothing drained unusually" with the device and that changing out the ins did not resolve the short circuit. It was unknown when the short circuit started or what the cause was. The days of the report was the first awareness of the short circuit for the patient. If additional information is received, a follow up report will be sent.